Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, this pacemaker was then used as an external temporary pacing device. There were no additional adverse patient effects reported. The product remains in service.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Additional information received indicates that this temporary pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.